Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed in front of the bag where the non dehp symbol is located. The reported condition was verified. The cause was determined to be a supplier defect related to variability in the ink stamping process of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was observed to have a leak at the administration port. There was no patient involvement. No additional information is available.